Event description:
Baxter sales representative reported to baxter corporate product surveillance of an unknown amount of clearlink continu-flo solution sets in which the male luer is not able to be disconnected, resulting in the tip of the male luer breaking off. According to the facility representative, the anesthesia department uses y-junction carefusion extension sets (unknown item code) with clearlink continu-flo solution sets. The extension set comes with one maxplus luer activated device and one female luer connector. The anesthesia department prefers to connect the baxter primary set directly to the female luer of the extension set in order to run large amounts of fluid in emergency situations. When the patients are taken from anesthesia to the post-operating room, the nursing staff attempts to remove the baxter primary set from the female luer connector in order to add a maxplus luer activated device. This is done because the rest of the facility prefers to have a luer activated device on both ports of the extension set. The nurses are stating that they cannot disconnect the male luer of the baxter primary set from the female luer of the carefusion extension set. This results in the male luer cracking off into the female luer of the extension set. The nurses switch out the set-up and therapy continues as normal. There were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The actual device was not available, however two companion samples were returned for evaluation. The customer reported condition was not confirmed during product evaluation. The male luers were connected to female luers, with no cracking noted. Therefore, the root cause could not be identified.